Event description:
Related manufacturer number: 3006705815-2022-01192 and 3006705815-2022-01194. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Diagnostics confirmed high impedance on one lead at contacts 1,4,5. Surgical intervention took place wherein the entire scs system was explanted at an unknown date.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed there was no issue with the system. This device is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.